Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and meniscus tear. Concomitant products included cilest (mononessa-28) since 2008 to march 2017 and medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2014, the patient experienced dyspareunia ("pain during intercourse") and weight increased ("weight gain"). In 2015, the patient experienced fatigue ("fatigue") and urine odour abnormal ("bladder or urinary problems or changes: urine had an odd smell"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (olaparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and urine odour abnormal had resolved, the pelvic pain, genital haemorrhage, back pain, fatigue, weight fluctuation, dyspareunia, headache, migraine, tooth disorder, weight increased and vaginal discharge outcome was unknown and the depression was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urine odour abnormal, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage. Most recent follow-up information incorporated above includes: on 7-may-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, urine had na odd smell, vaginal discharge, weight gain, dental problems, pelvic pain , migraines are added. Lot number added. Concomitant, historical conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and meniscus tear. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2008 to (B)(6) 2017 and medroxyprogesterone acetate (depo provera). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headache"). In (B)(6) 2015, the patient experienced urine odour abnormal ("urine had an odd smell"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), weight fluctuation ("weight fluctuations"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with analgesics and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, headache, weight fluctuation, tooth disorder, bladder disorder and urinary tract disorder outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, migraine, weight increased and urine odour abnormal had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urine odour abnormal, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received. New event added: urinary problem, bladder problem. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and meniscus tear. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2008 to (B)(6) 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headache"). In (B)(6) 2015, the patient experienced urine odour abnormal ("urine had an odd smell"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage ("heavy bleeding"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with analgesics and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, headache, weight fluctuation and tooth disorder outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, migraine, weight increased and urine odour abnormal had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urine odour abnormal, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2020: update of information (batch number invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no: 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and meniscus tear. Concomitant products included ethinylestradiol; norgestimate (mononessa-28) since 2008 to on (B)(6) 2017 and medroxyprogesterone acetate (depo provera). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/ headache"). On (B)(6) 2015, the patient experienced urine odour abnormal ("bladder or urinary problems or changes: urine had an odd smell"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("back pain"), weight fluctuation ("weight fluctuations") and headache ("headaches"). The patient was treated with surgery (olaparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, weight increased, vaginal discharge and urine odour abnormal had resolved, the pelvic pain, genital haemorrhage, back pain, weight fluctuation, headache and tooth disorder outcome was unknown and the depression was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urine odour abnormal, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs was received. Event outcome updated from unknown to recovered / resolved for pain during intercourse, weight gain, migraine, vaginal discharge, fatigue. Event onset dates were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tobacco user and meniscus tear. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2008 to (B)(6) 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headache"). In (B)(6) 2015, the patient experienced urine odour abnormal ("urine had an odd smell"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage ("heavy bleeding"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with analgesics and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, headache, weight fluctuation and tooth disorder outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, migraine, weight increased and urine odour abnormal had resolved and the depression was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urine odour abnormal, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2020: update of information (batch number invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and headache ("headaches"). The patient was treated with surgery (on or about (B)(6) 2017 underwent laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache and weight fluctuation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.